Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had power-up failure. There was no patient involvement or adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported battery packs have charge but are not charging in the cart. To resolve the issue defective power management pcba was replaced. Unit passed all functional and safety tests according to factory specifications. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received part with a reported unit failure of the iabp not powering on. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure number (B)(4) revision e and the cardiosave service manual part number 0070-00-0639 revision r. The iabp would not power on. Fat was able to verify the reported failure. The revision of this board is obsolete and cannot be sent back to the supplier for failure analysis. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit was not powering on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.